Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the os and application, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen froze during examination due to hdd failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.